Event description:
It was reported that patient had primary and first revision done elsewhere. Revised for instability. Surgeon used c-taper conversion sleeve and ceramic head. No other info per hospital protocol.

Manufacturer narrative:
An event regarding instability involving a 28mm liner was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: not performed as a valid lot was not provided. Complaint history review: not performed as a valid lot was not provided. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had primary and first revision done elsewhere. Revised for instability. Surgeon used c-taper conversion sleeve and ceramic head. No other info per hospital protocol.

Manufacturer narrative:
The morse taper cocr head mm, cat# 1001-2805, lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.